Event description:
I am filing a complaint regarding repeated sales of expired food/drinks at: - (B)(6) - (B)(6) 2025 : on (B)(6), my sister purchased tropicana apple juice, with a printed expiration date of mar 16 25 . And she didn't receive a receipt for it and I notice the drink has a pleasant smell. My sister bought a menstrual pad on (B)(6) 2025 from the same store and it has a strong perfume scent that got me and my mom sick and we didn't used the pad. And I had symptoms of feeling dizzy, burning private area, diarrhea. This store has a history of selling expired goods others have warned me about similar issues. I am also concerned about potential health risks, as expired consumables can cause illness. I believe the store is intentionally selling me expired products as retaliation for past complaints. Please inspect this store for violations of (B)(6) food safety laws. I have also experienced harassment from staff at this location, which I have reported them to the authorities. This pattern of negligence raises further concerns.